Manufacturer narrative:
UDI # is incomplete as the iab model, catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 1115745

Event description:
It was reported that during intra-aortic balloon (iab), an unable to calibrate message was displayed. The customer stated that the arterial line waveform was distorted and the blood pressure (bp) was inaccurate on the pump. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was also noted that the iab central lumen was clotted and the customer wondered if this affected the fiber optic waveform. The iab inflation/deflation and pump were reported as functioning. An alternate arterial line was advised and they had already determined that this was needed. They prepared for a radial arterial line insertion and connected to the pump once that was done. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab), an unable to calibrate message was displayed. The customer stated that the arterial line waveform was distorted and the blood pressure (bp) was inaccurate on the pump. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was also noted that the iab central lumen was clotted as they were unable to aspirate/ flush. The customer wondered if this affected the fiber optic waveform. The iab inflation/deflation and pump were reported as functioning. An alternate arterial line was advised and they had already determined that this was needed. They prepared for a radial arterial line insertion and connected to the pump once that was done. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).